Event description:
The instrument did not retain the wire while cutting. A patient then received a piece of wire in one eye and went to an ophthalmologist to have it removed. The patient is on antibiotic treatment for 10 days.